Event description:
The customer contact reported that the pump was returned to the biomedical engineering dept with an unsigned note that stated, "drip rate calculation is off. IV ran longer than rate calculation." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.